Event description:
It was reported that the patient was getting error "no disposable pump wont run." Patient stated this happened 2-3 times before with faulty cassettes. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Manufacturer narrative:
Additional information was received indicating patient details: updated a2, a3., corrected data: g3, e1 contact.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history review. Three cassette products were received for evaluation. Samples were received in decontaminated conditions and inside of a plastic bag without their original packaging. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No damages, kinks or voids were detected that could cause the failure mode reported. During functional testing, samples were filled with 100 milliters of water and were connected to pump look for unusual function. Samples were fully priming and connected without difficultly; only one could not be connected due to no disposable pump won?t run alarm. No discrepancies were detected in other two; the pump was set running and no alarms were activated. During accuracy testing, both samples that passed functional testing. No discrepancies were detected in the samples during the delivery test execution, the pump was set running and no alarms were activated. Actions for no disposable alarm issue will be addressed under a corrective and preventative action to identify the root cause. Currently the corrective and preventative action is in the investigation results phase.